Event description:
It was reported that right ventricle (rv) lead exhibited noise. The rv lead was replaced on (B)(6) 2025. No patient condition was reported.

Event description:
New information reported that a patient presented remotely via merlin.net and the right ventricle (rv) lead exhibited over sensing noise and resulted in pacing inhibition.